Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 388mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the liquid crystal display isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.